Event description:
Attorney alleges that MFR failed to provide appropriate instruction to prevent infection when "old tubing from the (explanted) infected pump was used" leading to infecting the new pump. No further follow-up will be performed.